Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of a dual chamber pacemaker, atrial lead could not be fixed after several trials. The physician used a single chamber pulse generator, the patient was fine post procedure.